Manufacturer narrative:
As reported, "abdominal hernia mesh was implanted". The information provided is limited to the maude event report. Contact information was not provided, therefore, we are unable to request additional information. Based on the limited information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch report (mw5164364): "abdominal hernia mesh medical implant. Reference report: mw5164365."